Event description:
New information received notes programming changes were made. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that there was intermittent left ventricular pacing lead impedance below the normal limit with a high output on autocapture. The patient had received a notifier but had no symptoms.